Event description:
This report summarizes three malfunction events where the tip of an yukon oct polyaxial screw inserter got "stuck in screws" intra-operatively. A five minute delay was reported in one procedure. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual, dimensional, functional and material analysis could not be performed as the devices were not returned. Since the devices were not returned, an exact cause of the reported event could not be determined. Inserting the screw with more force than normal, on a bone, can compound torsional forces at the screw/inserter interface, compromising the insertion feature of the screw head. As mentioned in the product IFU, to fully seat the inserter into the screw-head, the inserter has to be completely aligned with the screw. Ensuring that the screw is securely engaged in the inserter tip can assist in distributing forces evenly throughout the screw/inserter interface, reduce torque overloading, and reduce failures as reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of the investigations. Devices were discarded by hospital.

Event description:
This report summarizes three malfunction events where the tip of an yukon oct polyaxial screw inserter got "stuck in screws" intra-operatively. A five minute delay was reported in one procedure. No adverse consequences or medical intervention were reported.